Event description:
Title: dehiscence r/t [related to] suture. Pt with uterovaginal prolapse underwent ventral suspension colpopexy, suburethral sling, abdominal repair of enterocele and lysis of adhesions. Postoperatively, pt moved from a sitting position, heard a "pop" and experienced incisional bleeding and abdominal pain. Upon evaluation. There was noted to be dehiscence of small bowel through the incision. The pt was returned immediately to the or [operating room] for closure of abdominal rectus fascia. The #1-0 prolene suture was noted to be broken [in the middle of the suture] with knots intact. [The dehiscence took place within the first 24 hours following surgery. It is not known how long this facility has been using this type of suture but it is suspected to have been used for quite some time. There has been no history of problems with the use of this device. The broken suture was not checked by the facility's biomedical engineering department following the failure as it was discarded but that type of suture was removed from the operating room and returned to the manufacturer. There were no unusual activities or circumstances surrounding the use of this device and there have been no reports of dissatisfaction with this type of suture in the past.